Event description:
It is rpeorted that the device was implanted in 2004. The length of the leg was increased too much. The pt's femur fractured and revision was req. Explant date is unk

Manufacturer narrative:
Evaluation summary: probable cause is unk. Device and x-rays were not returned for review. No catalog number or lot number was provided; therefore, manufacturing records could not be reviewed.